Manufacturer narrative:
The maryland bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Verification of the product and event details via system logs confirmed the maryland bipolar forceps was last used on (B)(6) 2021 with 6 lives on (B)(4). A site history complaint review was performed and no related complaints were found to the product. The instrument has been returned and evaluated by the failure analysis team. Failure analysis found the primary failure of broken conductor wire at the proximal end to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the proximal end. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Root cause of this failure is attributed to manufacturing. This complaint is being assessed as a reportable event due to the following conclusion: this instrument was alleged to have a arced, smoked, or had conductor wire damage with no evidence or claim of user mishandling or misuse. Although there was no report of patient harm, injury or adverse outcome due to the event, if the failure were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer had issues with the maryland bipolar forceps instrument not providing cautery. The customer switched out the cable with no success. Switching out the instrument resolved the issue. The procedure was completed with no patient harm.